Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the perforation and pericardial effusion could not be definitively determined based on the information available. There was no ivl device malfunction reported. The physician noted that that patient's slow recovery was a result of his comorbid status (heart failure and aortic stenosis etc.) And did not attribute it to the incident. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary arteries. 120 ivl pulses were successfully delivered. It was reported that there was a perforation of a large nodular calcium. To stop the bleeding, the physician deployed a 4.0 x15 abbott trek balloon across the area at low pressure to temporarily stop extravasation while the team obtained a covered stent. The trek balloon was then removed and a 3.5x15 biotronik papyrus stent was implanted across the area and post dilated with a 3.5 x15 abbott trek nc balloon. A follow-up angiogram revealed complete resolution of the extravasation. Additionally, a follow-up echocardiogram revealed a 1.5 cm "small" area of effusion in the pericardial space. The doctor then inserted a pericardial drain and drained a total of 150ml of blood overnight. The pericardial drain was removed 2 days later. The patient was discharged the following weekend. The physician noted that patient's slow recovery was a result of his comorbid status (heart failure and aortic stenosis etc.) And did not attribute to the incident.